Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen needle 31 g x 8 mm tw benelux pack cannula broke off inside the patient during use. It was removed with tweezers. The following information was provided by the initial reporter: pen needles were used by a trained nurse on the patient and the needle broke and part of the needle remained in the abdominal wall of the patient, other needles of the same box were without opening and they could not be used for injection.